Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('uterine perforation') and uterine infection ('uterine infection') in a female patient who had essure (batch no. 893018) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with uterine pain, uterine infection (seriousness criterion medically significant), abdominal pain lower ("colics"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("lumbar back pain"), headache ("headache"), vaginal haemorrhage ("heavy and irregular vaginal bleeding"), pelvic discomfort ("pelvic discomfort"), adnexa uteri pain ("fallopian tube pain") and uterine inflammation ("uterine inflammation"). At the time of the report, the uterine perforation, uterine infection, abdominal pain lower, abdominal pain, pelvic pain, back pain, headache, vaginal haemorrhage, pelvic discomfort, adnexa uteri pain and uterine inflammation outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, headache, pelvic discomfort, pelvic pain, uterine infection, uterine inflammation, uterine perforation and vaginal haemorrhage with essure. Lot number: 893018 manufacturing date: 2011/08 expiration date: 2014/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality-safety evaluation of ptc; event uterine infection upgraded to incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('uterine perforation') and uterine infection ('uterine infection') in a female patient who had essure (batch no. 893018) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with uterine pain, uterine infection (seriousness criterion medically significant), abdominal pain lower ("colics"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("lumbar back pain"), headache ("headache"), vaginal haemorrhage ("heavy and irregular vaginal bleeding"), pelvic discomfort ("pelvic discomfort"), adnexa uteri pain ("fallopian tube pain") and uterine inflammation ("uterine inflammation"). At the time of the report, the uterine perforation, uterine infection, abdominal pain lower, abdominal pain, pelvic pain, back pain, headache, vaginal haemorrhage, pelvic discomfort, adnexa uteri pain and uterine inflammation outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, headache, pelvic discomfort, pelvic pain, uterine infection, uterine inflammation, uterine perforation and vaginal haemorrhage with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.